Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with mild tortuosity. The 2.5x18 mm xience skypoint stent delivery system (sds) was advanced into the diagnostic catheter and significant resistance was noted. It was decided to remove the sds from the catheter but the stent became dislodged when the sds was outside the anatomy. A different device was used to treat the lesion successfully. There were no adverse patient effects and there was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported stent dislodgement and difficulty to advance were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the procedure was to treat the mid right coronary artery (rca) with mild tortuosity. The 2.5x18 mm xience skypoint stent delivery system (sds) was advanced into the diagnostic catheter and significant resistance was noted. It was decided to remove the sds from the catheter, but the stent became dislodged when the sds was outside the anatomy. A conclusive cause for the reported difficulties could not be determined as the device was returned and the reported difficulties could not be confirmed. The account was contacted and confirmed the correct device was returned; however, the returned device does not align with the reported difficulties. Factors that may contribute to difficulty advancing the sds through a guiding catheter include, but are not limited to, damage to the stent, inner diameter of the catheter, damage to the guiding catheter, guidewire movement (im collapse), inadequate deliverability, or challenging anatomy. Additionally, stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from no to yes.

Event description:
The device was received. Returned device analysis could not confirm the reported issue and the stent was not dislodged. The account stated that the correct device was received. No additional information was provided.